Event description:
It was reported that the patient had an infection. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; the device registration system indicates fentanyl. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.